Manufacturer narrative:
Radiographic image review states, antero-posterior x-ray of iliac instrumentation. Upper levels are not visualized. A rod fracture is seen above the two iliac screws on one side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, postoperative x-rays for patient clinic visit on (B)(6) 2025 were measured and noticed the rod fractures during measurement protocols. Levels implanted were c2-s2a1. Procedure performed was posterior spinal fusion. It was unknown if there were any complications or additional hospitalization or surgery as a result of this event.